Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a shunt that has broken several times. The patient believes it¿s a csf flow control shunt. They still had another shunt implanted that was not working properly. The patient has been through 7 surgeries for a shunt (non-adjustable) medium flow that has broken several times. Additional information was received stating that the manufacture representative talked with the patient who thought the device was ¿ defective¿ and further indicated that she felt the hospital and surgeon were falsifying records related to the product and patient.